Event description:
It was reported that during a shoulder arthroscopy the device was leaving metal shavings in the pt during use. The shavings were rinsed out. Another device was used to complete the procedure. There was no pt injury. Additional info was requested, but no additional info was provided.

Manufacturer narrative:
The device was returned to the MFR for eval. The device was viewed under magnification and was found to have nicks on the cutting edges and scraping marks on the inner shaver. Upon eval, the inner blade and outer sheath were rotated by hand on their own axis and no friction or metal to metal contact was found. The device history record was reviewed and no discrepancies were noted.